Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2022.